Event description:
The mother of son reported that her son was experiencing e4(occlusion) alarms on his infusion device and could not clear the alarm. She indicated that his blood glucose was elevated (500 mg/dl). At that time, the pt switched to his back up infusion device and adminstered an insulin injection to reduce his blood glucose. The mother reported that her son does not routinely changed his infusion site. She indicated that he will use the same infusion site until he develops an "ugly bump". No medical assistance was required. The caller was educated on proper site rotation and to change his infusion site based on the manufacturers recommendation. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation.